Event description:
It was reported that the ventilator generated two technical error codes indicating disabled valves and communication failure between monitoring and breathing subsystems. (B)(4)

Manufacturer narrative:
(B)(4)